Manufacturer narrative:
(B)(4); this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the follow-up of the device involved in this report, it was not possible to stop the ventricular threshold test on a dependent patient due to printer error message that was not acknowledged by the user. The error message was displayed because, the paper lever of the printer was not positioned correctly. There were 2 cycles without capture until the end of the threshold test; capture resumed at the end of the threshold test.